Event description:
The customer stated that he tested his blood glucose using his breeze2 meter and an accu-chek meter. The breeze2 meter gave a reading over 300 mg/dl, while the accu-chek meter read 130 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.